Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, the pump¿s audible alarm feature functioned properly and the sound levels measured within specification. The vibratory alarm functioned properly. The pump was opened and no defects were found to the auditory circuit. The complaint of an intermittent sound issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Also unrelated to the complaint, the pump case was found to be cracked between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.